Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose, button error, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was in the 400 mg/dl range. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were able to rewind the insulin pump. Customer received motor error more once in a 30 day period. Customer performed and passed both the displacement and self-test. Troubleshooting for button error was performed. Customer advised the issue was resolved and the buttons were responsive. Troubleshooting for the no delivery alarm was performed. Customer received the alarm during bolus delivery and basal delivery. Customer resolved the issue with a complete set change. Customer was advised to monitor the insulin pump and call back if issues persist.